Event description:
It was reported that shaft break occurred. The patient presented with coronary artery disease (cad). Percutaneous coronary intervention (pci) was performed in right coronary artery. A 4.50 x 8mm synergy megatron drug-eluting stent was advanced for treatment. However, the shaft was broken. A 4.5 x 12 mm nc emerge balloon catheter was used and completed the procedure successfully. No patient complications were reported. It was further reported that the 90% stenosed target lesion was located in the mildly tortuous and severely calcified ostial right coronary artery. After the 4.50 x 8mm synergy megatron drug-eluting stent was implanted, the balloon was deflated but was not able to be removed easily from the stent. The physician pulled the device back but the shaft broke at approximately 100 cm from the hub inside the guiding catheter. The distal portion of the device was removed without any issues and post-dilatation was performed with the 4.5 x 12 mm nc emerge balloon catheter.

Manufacturer narrative:
This supplemental report was not able to be submitted on-time by boston scientific because of delayed acknowledgements from FDA for the initial report. An FDA system issue resulted in the delayed acknowledgements. This report will not be considered late, because it was the result of an FDA system issue. Device evaluated by MFR.: synergy megatron mr us 4.50 x 8mmmm stent delivery system was returned for analysis. No stent was returned; the stent was implanted in the patient. The balloon cones were reviewed, and the balloon was in a deflated state with traces of blood inside. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a shaft break at the site of the wire exchange port. No other issues were identified during analysis.

Manufacturer narrative:
This supplemental report was not able to be submitted on-time by boston scientific because of delayed acknowledgements from FDA for the initial report. An FDA system issue resulted in the delayed acknowledgements. This report will not be considered late, because it was the result of an FDA system issue.

Event description:
It was reported that shaft break occurred. The patient presented with coronary artery disease (cad). Percutaneous coronary intervention (pci) was performed in right coronary artery. A 4.50 x 8mm synergy megatron drug-eluting stent was advanced for treatment. However, the shaft was broken. A 4.5 x 12 mm nc emerge balloon catheter was used and completed the procedure successfully. No patient complications were reported. It was further reported that the 90% stenosed target lesion was located in the mildly tortuous and severely calcified ostial right coronary artery. After the 4.50 x 8mm synergy megatron drug-eluting stent was implanted, the balloon was deflated but was not able to be removed easily from the stent. The physician pulled the device back but the shaft broke at approximately 100 cm from the hub inside the guiding catheter. The distal portion of the device was removed without any issues and post-dilatation was performed with the 4.5 x 12 mm nc emerge balloon catheter.

Event description:
It was reported that shaft break occurred. The patient presented with coronary artery disease (cad). Percutaneous coronary intervention (pci) was performed in right coronary artery. A 4.50 x 8mm synergy megatron drug-eluting stent was advanced for treatment. However, the shaft was broken. A 4.5 x 12 mm nc emerge balloon catheter was used and completed the procedure successfully. No patient complications were reported.